Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, during a removal surgery for an a2fn, the surgeon could not remove the end cap. The soft tissue and bone around the end cap was removed, and the screwdriver would not turn when attempting to remove the end cap. Surgery was completed successfully without any delay. This report is for a ti end cap t25 strdrv 5mm ext- ster/humeral nail-ex sprl bld. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.